Event description:
It was reported the syringe 0.3ml 29ga 1/2in 200bx ca had the hub separate from the device during use. The following information was provided by the initial reporter: the customer stated "when the md would remove the cap the needle would stay inside the lid."

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3 / 10cc syringe. Customer states that when they would remove the cap the needle would stay inside the lid. The syringe was returned with the hub-needle / shield assembly separated from the barrel. A review of the device history record was completed for batch#: 9196589. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200841611] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger / stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA: 1630423 has been opened to address this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the syringe 0.3ml 29ga 1/2in 200bx (B)(4) had the hub separate from the device during use. The following information was provided by the initial reporter: the customer stated "when the md would remove the cap the needle would stay inside the lid."